Event description:
Catheter checked for leaks pre-insertion. No leaks evident. Inserted without problem. Guide wire "accordianed" on removal and rptr unable to pull out. Line developed leak. Removed. Rn said, had not had guide wire removal problem previously with this product. Rn is experienced and certified in PICC line insertion.